Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav stablepoint open-irrigated catheter was visually inspected, and no visible problems were noted. Functional test revealed that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. During flow testing, the device was connected to a metriq pump and was purged at 60 ml/min, and the pump was programmed to 30ml/min. The device could not be irrigated, and blood obstruction was noted on the distal end. The device was also destructively analyzed and blood obstruction on the distal end was detected. Product analysis confirmed the reported event of d05: excessive temperature, as the failure was reproducible. The observed event of blood obstruction on the distal end of the catheter may be related with some other factors such as handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
During a procedure involving an opal, an intellanav stablepoint open-irrigated catheter was used to treat premature ventricular contractions (pvc). When the catheter was connected to the maestro generator and as soon as ablation was turned on, it was immediately stopped by the generator with the error message "d05 excessive temperature". All connections and settings in the generator and the pump were checked but no error source could be found. The catheter cable was then exchanged but the problem persisted. Subsequently, the catheter was exchanged and the new one worked fine, so it was probably an issue with the temperature sensor of the catheter. No physical damage to the catheter tip or any fluid inside was noticed. It was mentioned that the catheter looked "normal". The procedure was completed successfully with no patient complications. The device was returned for analysis. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that blood obstruction on the distal end was noted.